Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted the day after implant due to lead migration from patient movement. Loss of capture, loss of sensing in the atrium and noise were all noted. The lead may have perforated the heart. It was replaced with an OEM quadrapolar lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.